Manufacturer narrative:
An event regarding a fractured triathlon join tension feeler gage was reported. The event was confirmed. Method & results: device evaluation and results: a visual inspection confirmed the reported fracture. No material or manufacturing defects were identified. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar reported evens for this lot ID. Conclusions: the investigation concluded that no material or manufacturing defects were identified. The device likely fractured while bending the device during use.

Event description:
It was reported that the gage was broken during trialing. Spare product was not prepared, so the ope was continued without the gage.

Event description:
It was reported that the gage was broken during trialing. Spare product was not prepared, so the ope was continued without the gage.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.